Manufacturer narrative:
The product was returned; various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional analysis revealed that the battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue.

Event description:
Approximately twelve months post heartware lvad implantation; the site reported that one of the patient's batteries was discharging faster than his/her other batteries. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.